Manufacturer narrative:
Event: updated with additional information. Patient code updated to 2645.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed occlusion test. No adverse effects were reported. It was further reported that the additional contact information was as follows: cvs contact information: (B)(6). The product problem was observed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; passed all functional tests. This investigation was unable to confirm the reported customer complaint.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump lost programming. No adverse effects reported.